Event description:
During a turp the device broke in half in the middle of the procedure. The surgeon was unable to complete the procedure, the pieces of the device was retrieve. Info from the sales rep informing us that no pieces were left in the pt, and that the pt is still bleeding and in pain. The surgeon has scheduled another surgery.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.